Manufacturer narrative:
(B)(4).

Event description:
Flowonix sales professional reported that the patient developed an infection and the pump was subsequently explanted. It is noted that the physician does not believe that the infection was related to pump therapy, and does not believe the pump malfunctioned in any way.